Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Surgeon claimed that sg is not working as expected. He did not see any difference when using the sg and concluded that the sg is not functioning. When looking to the x-rays and seen during the revision surgery it seems to be that there was a handling error, i.e. The sg device has been incorrectly installed. On 9/9/2015 per rep: I get the information about revision in (B)(6). Today on (B)(6). Was the operation. Lot etc. Are unknown because it was implanted in another hospital.

Manufacturer narrative:
Upon completion of the investigation it was noted that the siphon guard was received covered by a catheter. The catheter was removed from around the siphon guard. The siphon guard was irrigated with purified water. No occlusion was noted. Review of the history device records was not possible as the lot number is unknown. The siphon guard functions. The root cause is due to incorrectly installing the siphon guard with the valve. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.